Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate therapy for svt. Programming changes were made. No further information is available.

Event description:
New information received indicates that the patient presented in the ER after receiving inappropriate shock. Rhythm appeared to be nsvt and then af with rvr, which accelerated into vf zone, but no discriminators were applied. Programming changes were recommended. Further actions will be discussed with the physician.